Event description:
It was reported that a flogard infusion pump had an audible alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was evaluated at the customer site and the sample was visually inspected and functionally tested. The reported condition of audible alarm was confirmed as an f-6 failure. The root cause for the reported condition was determined to be inoperative batteries. To correct the issue, the batteries were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be sent. (B)(6).